Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, balloon burst occurred. The target lesion was located in the iliac artery. During inflation of a 10.0 x 40, 75cm mustang balloon catheter, the balloon burst at pressure below the rated burst pressure. No other information is available at this time.

Manufacturer narrative:
Device evaluated by MFR: device analysis determined that the condition of the returned device was consistent with the complaint incident. The device was received inserted through a terumo sheath along with the encore inflation device. No issues were noted with the terumo sheath. However, an examination of the balloon identified a circumferential tear 6mm distal to distal edge of the distal markerband. A longitudinal tear was also noted from the site of the circumferential tear and this extended proximally along the balloon for a total length of 20mm. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, balloon burst occurred. The target lesion was located in the iliac artery. During inflation of a 10.0 x 40, 75cm mustang¿ balloon catheter, the balloon burst at pressure below the rated burst pressure. No other information is available at this time.